Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. The cause of the faulty front panel failure appears to be corrosion due to use or storage in wet or humid conditions. This would also lead to the corrosion of the cp substrate found during repair. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "led buttons and usb port were flashing" was confirmed and the cause isolated to a faulty front panel. The reported problem of "video output was not getting the correct resolution" was not confirmed. However, tt was noted that the pins inside the video connector were worn, causing an unstable image when manipulating (wiggle) the pigtail. In addition, the pip connector was noted corroded. Corrosion was also observed on the cp, dp and dx boards, which may have contributed to the reported problem of "video output was not getting the correct resolution."

Event description:
A user facility reported to olympus that the front led buttons and usb port were flashing and the video output was not getting the correct resolution. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.